Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was set up in an off label configuration. The right atrial (ra) lead and right ventricular (rv) lead ports were plugged. At the implant procedure, after pocket closure, the implant team saw rhythmic rv sense that couldn't be explained and there were high, out of range pacing impedance measurements (>3000 ohms). The pocket was reopened. The ports were checked for air bubbles. The observations were not resolved and the patient was closed. After further discussion with boston scientific technical services (ts), it was determined that the device was searching for a rv pacing impedance measurement. The observation has since resolved. No adverse patient effects were reported.